Event description:
Kimberly-clark received a report from (B)(6) stating, during the procedure it was noted that the distal end of insulation was missing from needle with more metallic needle exposed (approx 1cm extra). Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. One sample device was returned. The needle exhibited a kink 6cm from the proximal end. The exterior insulation was retracted so it was located approximately 1.4cm from the distal tip, which is 0.4cm greater retraction than manufactured. The edge of the retracted insulation was no longer smooth but appeared rough/damaged and/or possibly melted. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.